Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tritanium cluster cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device disposed by hospital.

Event description:
Patient came into ER and scheduled surgery after dislocation. Explant of stryker tritanium cup, cocr head, x3 poly, and screw because patient had multiple falls which dislocated hip and loosened cup. Replaced with stryker implants.